Event description:
It was reported that the patient passed away due to embolic stroke. There were no changes to patient condition or anticoagulation status that may have contributed. The patient experienced headache, dizziness, and ataxia. The patient routed to emergency department and found to have a cerebellar mass. They were admitted to the intensive care unit (ICU). A computed tomography (CT) showed right cerebellar lesion with vasogenic edema causing mass effect into the posterior fossa. The CT also showed atrial thrombus. They then developed interval small intraparenchymal hemorrhage in the right posterior fossa. The patient had neurological decline. They were not a candidate for surgical intervention. Goals of care were meeting with family, and they had chosen to focus on comfort with hospice. The patient's prognosis was less than 6 months. The patient was appropriate for hospice. They had chosen to deactivate left ventricular assist device (lvad). The patient was unable to swallow safely and was requiring intravenous (IV) medications for comfort. They ultimately succumbed to their illness. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
A3a. Patient information. B5. Narrative information. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists stroke, bleeding, arterial non-central nervous system (cns) thromboembolism, and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to stroke.

Manufacturer narrative:
A3- patient gender not provided. To be requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.